Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility regarding the reported event (b5).

Event description:
The reported event occurred during inspection before use. There was no patient involvement. The device was replaced and the intended procedure was completed using a similar device with no adverse outcome or harm to the patient. Also, during inspection before use device was there was nothing to suggest it wouldn¿t work. Problem was internally in the camera.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to the service center (oci) for evaluation. During inspection and testing, the customer's reported malfunction was confirmed as the camera displayed no image on the screen due to cable breakage. The investigation is still ongoing and the cause of the reported event could not be conclusively confirmed at this time. However, if more information becomes available then, this report will be updated accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The olympus service center (oci) was informed that a customer high definition camera head reportedly has a "no image" malfunction during an unspecified event. It is unknown if there was any patient death or injury. The camera will be returned for service.